Event description:
It was reported that during a pci procedure; after crossing the lumen of a luminexx stent, the symmetry small vessel balloon ruptured at 5atms on the first inflation. The lesion being treated was located in the calcified, tortuous and 70% stenotic superficial femoral artery (sfa). The procedure was successfully completed with a different balloon. Patient status is listed as "good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The manufacturing records for batch 8712209 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.